Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental report.

Event description:
It was reported, surgeon used the oblique screw and pre-drilled using the 5mm drill. Over-drilling did not make a difference. Screw did engage the threaded hole, but got jammed and could not be advanced through the second cortex. Screw could be removed.